Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for the lot and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
Had to go to the urgent care to have it removed; foreign body in vulva and vagina [foreign body in reproductive tract]. String completely broke off when trying to take out the tampon [device breakage]. Case narrative: on 15-may-2024, a spontaneous report was received from a consumer regarding a 29-year-old female who was using playtex sport plastic, unscented. Medical history and concomitant products were not reported. On an unspecified date (reported as "many years", relative to 15-may-2024), the patient started use with playtex sport plastic, unscented. On an unreported date, after starting the product, the string completely broke off when she was trying to take out the tampon. The patient had to go to the urgent care where she was diagnosed with a foreign body in vulva and vagina. Subsequently she had it removed. She was not only upset that the tampon broke off as she had used playtex sport for many years, but now she had a doctor's bill. She was very unhappy with this situation. No additional information was provided.